Event description:
The complainant reported that the clinician were performing a left ureteroscopy and stone removal procedure on a male patient (B)(6), using stone retrieval grasping forceps. According to the complainant, very early in the procedure it was noted that three wires at the tip of the grasping forceps were bent outward so they would not close properly. The bend caused the device not to open or close properly and prevented the stone from being engaged. It was unclear whether this problem occurred during the procedure or if it had been faulty from the outset. Upon noticing the defect, the surgeon removed the device and completed the procedure with a new stone retrieval grasping forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause of for this event. (B)(4).